Event description:
It was reported by svc report that the fowler is stuck. The manual CPR release did not function and the fowler could not be electronically lowered to its lowest position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler clutch.